Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable reproduce the unit issue, but most likely it is due to occluded circuit system during start-up self-test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device was not returned for investigation. The unit will dispatch under warranty for the field service technician inspect on unit transducers and perform zero as per service manual. No root cause could be determine at this time. Investigation is still on going.

Event description:
The customer reported an inspiration valve failsafe failed or occlusion in inspiration while on a patient. There was no patient harm associated with the event.